Event description:
The contact stated that the surgeon attempted to implant a aq2010v 3 piece silicone lens. The lens trailing haptic tore prior to insertion into the eye. No pt injury. It was unknown what caused the trailing haptic to tear. The injector model that was used was a msi-tm and the cartridge model that was used was a aq cartridge fp. The contact was unable to provide the injector and cartridge lot munbers